Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. An unidentified blockage was found to be protruding from the air/water nozzle due to insufficient to incorrect reprocessing. The water flow, water removal, water channel volume, and air channel volume failed. The electrical safety was not to specification. The light cover glasses and optical cover glass were chipped, and the adhesives were worn. The distal end adhesive was lifting. The insertion tube was delaminated. There was hole in switch button number one (1). The image had uneven illumination. The up/down/left/right angle were not to specification and the up/down/right/left angles had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, the evis lucera elite gastrointestinal videoscope remained blocked/clogged and was unable to be cleaned thoroughly due to a reprocessing issue. The scope did not fail during a procedure. The intended procedure was completed with the same device with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the brush was broken when brushing the a/w valves, and bristles of the brush entered the a/w channel and was clogged in the nozzle. It also likely that by using gauze from that lint comes out, lint entered the channel and caught in the nozzle. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿- all cloths used in reprocessing are recommended to be lint-free. - when gauze from which lint comes off is used, there is the potential for lint or cloth fibers to lodge in air/water channel or become trapped in a/w nozzle. - clean the external surface of device with lint free gauze or the like. - check cleaning brush for loose or missing bristles. - cleaning brush is consumable. Repeated use may cause the brush head to come off during use.¿ olympus will continue to monitor field performance for this device.